Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a suture malposition indicating the device was pulled out with the knot formed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other three (3) proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular abdominal aortic aneurysm repair [evar] interventional procedure. Reportedly, when the plunger was removed, no suture was present. The same occurred with 3 additional proglides. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.